Manufacturer narrative:
(B)(4).

Event description:
The customer questioned low results for 3 patient samples tested for either elecsys hcg + beta test system (hcg + b) or elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The hcg + b results for 2 patient samples were erroneous and are a reportable malfunction. Patient 1 initial hcg + b result was 832.8 miu/ml with a data flag. The sample was repeated twice with results of 2874 miu/ml with a data flag and 2913 miu/ml. Patient 2 (female (B)(6)) initial hcg + b result was 112.0 miu/ml with a data flag. The sample was repeated twice with results of 555.7 miu/ml and 561.2 miu/ml. All the results were reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The hcg + b reagent lot number was 25919905 with an expiration date of 30-nov-2018. The field service engineer (fse) visited the customer site and performed targeted maintenance and cleaning of the fluidics system. Pinch valves were checked. The system reagent temperature was checked along with sipper adjustments. The measuring cell was evaluated through instrument testing. The results were acceptable. The instrument operated normally. The customer has not had any additional issues with hcg + b results since the service visit.